Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's report of the "month of may." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor ended" message from the freestyle libre sensor on the same day of application. The customer was unable to monitor glucose and felt "sick all of a sudden and then her whole body broke down." The customer had contact with a healthcare professional who obtained an unspecified high glucose reading and customer received unspecified treatment. No further information was obtained as the customer could not fully recall the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor ended" message from the freestyle libre sensor on the same day of application. The customer was unable to monitor glucose and felt "sick all of a sudden and then her whole body broke down." The customer had contact with a healthcare professional who obtained an unspecified high glucose reading and customer received unspecified treatment. No further information was obtained as the customer could not fully recall the event. There was no report of death or permanent injury associated with this event.